Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was noted that the patient¿s trial started on (B)(6) 2020. It was reported that the patient had pain as part of their bothersome symptoms, that none of their symptoms had changed, and that they were going more. The patient also stated that they were constipated and had taken some miralax because of that. The following day the patient was supposed to change sides, per their clinician instructions, however the patient stated that their programmer was not showing a ¿left¿ or ¿right¿ side, so they were unable to make that change. Troubleshooting was attempted, but the issue was unable to be resolved. It was recommended that they follow up with their healthcare provider. Additional information was received. The patient reported they had the urge to void, but when they stood up the urine just came out. When they got to the restroom they could not void. The patient noted they had less pain. No further patient complications are anticipated or expected as a result of this event.